Manufacturer narrative:
(B)(4)

Event description:
It was reported that through remote transmission, auto mode switch episodes were observed due to competitive atrial pacing. Programming changes were recommended. The patient was doing well, and the device will be replaced when it reaches normal elective replacement indicator.